Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the adhesive remained adhered to the infusion site, while the cannula and plastic base detached. The patient attempted to resolve the issue by inserting a new infusion set, but it did not adhere upon insertion and remained on the base when the inserter was removed from the body. Additionally, another cleo 90 infusion set began peeling after 24 hours of wear and was leaking, requiring an early site change. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.